Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system with an additional ovation ix iliac limb and ovation ix extender was implanted to treat an abdominal aortic aneurysm. Reportedly, the case was off label. The patient had a reverse tapered neck, not able to seal at the ir+13, the lica diameters exceeded the size range per the IFU, and the left iliac was tortuous, with trivial thrombus and calcium in the aortic seal zone. Approximately 1 (one) month post-op follow-up CT revealed that the 22x140mm ovation ix iliac limb that was placed in the rcia during the index procedure had migrated approximately 20mm and bowed slightly within the aortic sac due lack of fixation and hemodynamic stressors. The separation of devices resulted in a type ib endoleak. In addition, the distal rcia had become more conical at the iliac bifurcation. The proximal infrarenal and lcia seal zones were nominal. Re-intervention was performed with implant of two 28x140mm ovation ix iliac limbs. The first ovation ix iliac limb was placed inside and 20mm distal to the index graft with post dilatation of a coda balloon. Angio was performed indicating a type ib or type ii endoleak. The second ovation ix iliac limb was advanced; however, fluoro was not done on time and the nose cone of the second delivery system caught on the first 28x140mm ovation ix iliac limb graft pushing it back to approximately mid iliac. The second ovation ix was deployed at the iliac bifurcation and post dilated. The seal was finally achieved. Post re-intervention a modest lumbar type ii endoleak was visible and left. The patient will continue to be monitored.